Event description:
It was reported that, prior to transporting a patient, a "helium loss" alarm occcurred when the pump was turned on. Patient connections and helium tank connections were checked. The helium gauge on the iabp dropped from 300 psi to 100 psi. The tanks were switched with the same results. The patient transport was canceled. There were no reported patient complications.